Manufacturer narrative:
Clavicle crush damage was noted at 19.9 cm from the connector pin. All filars of the outer coil were fractured and separated at this location due to clavicle crush. This is consistent with the observation from the field of noise.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2019, the lead was explanted and replaced due to noise and lead fracture. No complication with procedure, patient condition is stable.